Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not able to read the screen and buttons were non-responsive and harder to press. The customer also report the unexplainable no delivery alarms. The customer blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.